Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: damaged keypad and a dim, discolored display.

Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed record of a time and date reset within 12 hours, 54 minutes of a power off (B)(6) 2013 at 05:03 through 17:57. The time and date were accurately set prior to the start of investigation. On examination, the keypad was noted to be torn on the ok keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons had normal response. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. On testing, the pump successfully performed a rewind, load and prime sequence without alarms. The pump was exercised for 24 hours without issue. The battery was removed from the pump for 6 hours and then reinserted. The time and date on the pump had reset to the default setting. The pump was opened for investigation and revealed the internal clock battery on the printed circuit board was leaking.